Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue. The detachable battery contacts had evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 allegedly had a ventilator inoperative condition while in patient use. The patient's blood oxygen level was low and was admitted to the hospital. The patient expired on (B)(6) 2018. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The customer's complaint was confirmed. The device's error log was downloaded and reviewed by the manufacturer. An error code was found for low minute ventilation alarm and mutliple ventilator inoperative conditions. Product labeling states, "the bipap a40 ventilator is not a life support device. The device is contraindicated for patients that have the inability to maintain a patent airway or adequately clear secretions."

Manufacturer narrative:
The manufacturer previously filed the follow-up report with incorrect information on MDR 2518422-2018-02980. Please disregard the follow-up report of MDR 2518422-2018-02980-1 as it was filed in error.